Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient was admitted on (B)(6) 2016 due to shortness of breath, fatigue, and chest pain. It was also reported that the patient was admitted again two weeks later for failure to thrive. The date of admission was not provided. It was reported that the patient experienced an embolic cerebrovascular accident, and expired the following day on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. Stroke, neurologic dysfunction, peripheral thromboembolic events, infection, and death are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that bacteremia was suspected at the time of the event, however all cultures were negative. The patient had undergone a cholecystectomy on (B)(6) 2016 with subsequent drainage at the incision site, anorexia, and weight loss. It was reported that there were no issues with the lvad or heart failure. The patient continued to experience nausea resulting in malnutrition and failure to thrive, leading to the symptoms of shortness of breath, fatigue, chest pain, and dizziness. The patient was treated with volume resuscitation, medication to increase appetite, and IV antibiotics. It was initially reported that the patient expired the day after the embolic stroke, on (B)(6) 2017. It was later reported that after the stroke, the patient was referred to in-house hospice and expired on (B)(6) 2017.